Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the most probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoeye flex 3d deflectable videoscope exhibited image noise. The issue was found during preparation for use and before the patient was in the room. There were no reports of patient involvement.